Event description:
Allegedly patient reported pain and range of motion unsatisfactory.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00448. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. No specific part or lot numbers were provided.product conformance could not be determined. Use of device could not be determined.

Event description:
Allegedly patient reported pain and range of motion unsatisfactory.